Manufacturer narrative:
(B)(6). This report is being filed on an international product, intraocular lens (iol) model number zxr00v that has a similar product distributed in the united states, iol model no. Zxr00, which falls under PMA p980040. (B)(4). Device evaluation: the product was received in a petri dish. Visual inspection with the unaided eye shows the product is cut in pieces, most probably to make explant possible. Considering the condition of the lens, additional analysis is not possible. The customer's reported complaint was not verified. Manufacturing records review: the manufacturing records for the product was reviewed. The product was manufactured and released according to specification. A search on complaints revealed that no similar complaints were received for this production order. Labeling review: the directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions along with warnings for the proper use and handling of the device. As a result of the investigation, there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that patient was experiencing halo immediately after implantation of a zxr00v tecnis multifocal iol (intraocular lens) and that rings of rainbow light could be seen, occurring even in the daytime. The patient¿s issues did not alleviate two weeks after surgery, rather the halo became tight, so the lens was explanted and replaced with non-johnson & johnson product. It was also noted that there was no patient injury. Pre-operative: 0.6p(0.9xc-1.75dax90). Post-operative: 0.5(1.2xs-1.00d) at 40 cm: 0.6 (1.2pxs+1.00d). No additional information provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.